Event description:
It was reported that during the patients revision procedure, the physician took out the ipg and noted that there was a corrosion on the device. The physician then replaced and moved the pocket site higher and cleaned out the older site. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn (B)(6). The returned ipg was analyzed and a visual inspection found heavy mineral deposits on the ipg case. With all the available information, boston scientific concludes that the complaint was confirmed. The device was implanted on (B)(6)2009. A labeling review found that mineral deposit is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Hence, the probable cause selected for this complaint is known inherent risk of device.

Event description:
It was reported that during the patients revision procedure, the physician took out the ipg and noted that there was a corrosion on the device. The physician then replaced and moved the pocket site higher and cleaned out the older site. The patient was doing well postoperatively.